Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-01. H6: investigation summary. One sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and primed successfully with water. The customer complaint that that during priming, the nurse was unable to flush although clamps were open and no leaks were noted could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mz5307 lot number 20075704 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector was unable to flush. The following information was provided by the initial reporter: material #: mz5307, batch/ lot #: 20075704. It was reported that during priming, the nurse was unable to flush although clamps were open and no leaks were noted. Verbatim: nurse was trying to prime the maxzero connector set with saline, found she was unable to flush, although clamps were open and no leaks were noted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector was unable to flush. The following information was provided by the initial reporter: material #: mz5307, batch/ lot #: 20075704. It was reported that during priming, the nurse was unable to flush although clamps were open and no leaks were noted. Verbatim: nurse was trying to prime the maxzero connector set with saline, found she was unable to flush, although clamps were open and no leaks were noted.